Event description:
An ipp device was implanted on 12/11/92. The pump and reservoir were revised on 12/28/92. The entire device was removed from the pt on 1/17/97 due to infection. Add'l lotno: 5563p 007, 2500q 005. Add'l serno: 5563p 007, 2500q 005.